Event description:
Pt reports when they change to new cassette, they get downstream occlusion alarm. Pt states pump is running fine at this moment. Pump serial number unknown. Pt reports with their last 4 cassette changes, they have had this alarm & today when they bumped into something, it alarmed again. Rph went over the troubleshooting steps. Pt reports they were not holding it for 10 seconds as they were trying this & will try again tomorrow with cassette change to see if the issue still persists. Pt will notify pharmacy if replacement pump is required. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current treprostinil dose: 60ng/kg/min. Did the reported product fault occur while in use with a pt? - no; did the product issue cause or contribute to pt or clinical injury? - no; is the actual product available for investigation? - yes, upon return did pharmacy replace product? - no; did the pt have a backup product they were able to switch to? - yes; was the pt able to successfully continue their therapy? - yes; is the therapy life-sustaining? - yes; what is the outcome of the event? - resolved.